Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient coughed and the implantable cardiac monitor device migrated out of the incision site approximately six weeks after the implant. The device was removed. No patient complications were reported as a result of this event.